Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. An error was seen in the error log 8 times. The manufacturer¿s field service engineer (fse) replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error "primary alarm failed" occurred. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 18jun2019. During further investigation (fi), a visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac and delivered breaths and the ac led indicator turned on. The ventilator audible alarm and the screen display ¿check vent: primary alarm failed. During debugging the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an open. The open break is inside the black glue and coils. No further testing is required on the speaker assembly. Root cause: the electrical open in the speaker created the primary alarm failure (1102 e/c). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.